Event description:
It was reported that, "the patient has had pain since the surgery which has gotten progressively worse. The pain ranges from the knee to the groin. The patient can hardly walk. The patient would like to know if any of his implants have been recalled."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.